Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced, and then proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was due to a failure of integrated circuit (ic) u17.

Event description:
It was initially reported that the device was displaying the service indicator; however, when the sales rep visited the customer, it was observed that the device failed to power on. There was no pt use associated with the reported failure.